Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the wires felt tight on the right side but the health care provider (hcp) said this is normal. The patient stated that the tightness has lessened some because the control unit implantable neurostimulator) has moved. Additional information has been requested regarding an allegation clarification, the cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.